Event description:
Cameron health received info that during implant ventricular fibrillation (vf) conversion testing, extended time to therapy occurred during the first induction / conversion. It was reported that during the first induction of vf at implant, tachycardia markers were observed on the programmer screen, the device siren was sounding, indicating charging, and after approx 20 seconds there was no shock delivered by the s-ICD system. At that time, the user initiated a rescue shock through the programmer. During the second and third induction tests, the device performed as intended and successfully converted the rhythm with expected charge times and expected time to therapy. After cameron health reviewed the recorded implant data and confirmed longer than expected charge time, a decision was made to replace the sq-rx pulse generator (device) when the pt returned from holiday. The device was explanted and replaced with another sq-rx pulse generator six (6) months after implant. The electrode remained implanted. There were no adverse pt effects reported as a result of the replacement.

Manufacturer narrative:
Analysis of the recorded data shows that after the first induction, a 65j standard polarity shock was delivered automatically through the s-ICD. Even though the user initiated the 80j rescue shock through the programmer, the 65j shock was delivered first. Analysis of the data showed the time to charge was 25 seconds and the time to deliver therapy was 30.5 seconds. These times exceed the device specs for beginning of life performance. Additionally, the firmware log showed an error code indicating a long charge time of greater than 20 seconds occurred. This error code initiated 16 audible beeps which were heard by the user during the programmer session. Analysis of the marker data, did not identify noise or undersensing. The detection algorithm performed as designed. Analysis of the second induction testing data showed the time to charge was 7 seconds and the time to deliver therapy was 14 seconds. In the third induction, vf was terminated by a 55j standard polarity shock. Time to charge was 5 seconds and the time to deliver therapy was 11 seconds. The time to charge and the time to therapy in the second and third inductions were within spec. Analysis also confirmed that the long charge time event did not recur in subsequent charging events in the field. Laboratory testing under similar environmental conditions to the field have been unable to reproduce a long charge time with the product received. Root cause of the longer than expected charge time at implant is unable to be determined; as received, the device perform as intended. A review of the device history record was conducted and did not identify any issues that would have contributed to the event.